Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with slot 3 of the universal battery charger (ubc) was confirmed. During the evaluation of the returned ubc, serial (B)(6), the unit was plugged into ac power and showed a red light error code on channel 3. There was light smoke and a slight odor that came from the unit. The unit was powered off and the unit was internally inspected. Thick reddish liquid was noted to cover multiple components of the main pcba resulting in multiple electrically compromised components on channel 3. No further testing was performed. The customer declined to have the ubc repaired, and the unit was disposed of. A root cause for the reported event was due to fluid ingress on the main pcba resulting in damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The universal battery charger (ubc) instructions for use (IFU) explains under the responding to advisory messages how to troubleshoot any errors or alarms. The universal battery charger (ubc) instructions for use (IFU) states under the precautions section: "the metal contacts inside the ubc pockets should be kept clean and dry. Do not expose contacts to water, moisture, dirt, etc." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) received a battery charger fault alarm to pocket 3 error code with telephone icon + s0003. The patient was unable to charge the battery and was provided a new ubc. The program requested the device be evaluated and repaired within warranty.